Event description:
It was reported that the patient with a neurostimulator has had three recent urinary tract infections (uti). The patient has been treated fort he uti, however, the patient also reported pain. No further patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator has had three recent urinary tract infections (uti). The patient has been treated for the uti. It was noted the patient was in pain. There were no additional patient complications. Patient was prescribed medication for uti, and uti is gone.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. Supplemental being submitted to add coding (f10): 9205 - pain. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported complaint is not confirmed. A device was not returned, and pictures were not provided resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, the patient was experiencing a urinary tract infection (uti) and pain. The cause of the uti and pain could not be established, but is a known inherent risk of the device, therefore, an investigation conclusion code of 'known inherent risk of device' was chosen. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.